Event description:
It was reported that during a left dcr (dacryocystorhinostomy) w/ intubation, the inner shaft of the bur blade fell apart during the procedure, there was no patient impact. It was confirmed by the facility that ¿no injury was caused to the patient and no pieces had to be retrieved; the surgeon noticed the shaver was not working properly and saw that the inner blade started to unravel, when the shaver was pulled out they noticed that the inner blade was broken in two pieces.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: in product analysis, when viewed under magnification, the inner and outer spiral wrap failed which resulted in a portion of the device becoming detached and measures between 1.0 and 1.4 inch measuring from the tip; the break point corresponds to the radius in the outer tube; the directional damage indicates the spiral wraps failed while in use while spinning in a clockwise direction. There was gouging in the support area just behind the head and corresponding damage inside the outer tube which indicates excess pressure was being applied [excess: exceeded sufficient pressure required for operation]. The tip outer tube hood had damage in the form of: grind marks caused by the diamond head making contact with the hood; and 1 edge had impact marks and portions missing which was most likely caused by the tip catching the outer edge of the hood. The information indicates this is what contributed to the spiral wrap failure and is further evidence that excess pressure was being applied since the hood is not intended to make contact with the tip. The diamond tip was compacted with bone-like material which most likely would have reduced the cutting performance. Although the inner shaft was broken the information does not suggest it ¿fell apart¿.